Manufacturer narrative:
Recall numbers: 1627487-07262012-002-r, 1627487-12192011-003-r. Ipg serial number was included in multiple field advisories. Investigation results will be provided in the final report.

Event description:
Device 3 of 3. Related manufacturer reference number: 1627487-2019-08077, 1627487-2019-08079. It was reported that the patient¿s scs system was not providing adequate relief. As a result, surgical intervention took place on (B)(6) 2019 wherein the patient¿s scs system was explanted and replaced. Therapy has been restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 3 of 3. Related manufacturer reference number: 1627487-2019-08077. 1627487-2019-08079.